Event description:
The pt complained of pain in his penis and adverse swelling. Pt suffers from peyronie's disease and bought a product called bathmate that claimed to cure said disease. The product is also sold under the name of hydromax in the variations of hydromax x40, hydromax x30 and bathmate goliath. Four weeks of the bathmate x30 model. Pt also own the hydromax x40 and bathmate goliath. Dose or amount: 20 min, frequency: day, route: intra. Event abated after use stopped dose reduced? Yes.